Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -7.41% during testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: h10 ?device evaluation: one cadd legacy pump was returned for investigation in used condition. The customer reported problem regarding the delivery accuracy (under delivery by a value of -7.41%) was not reproduced during testing. Three different delivery accuracy tests were performed. All the test values were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.